Manufacturer narrative:
This report is based on information provided by philips dealer personnel and has been investigated by the philips complaint handling team. A dfm100 processor printed circuit assembly (pca) was returned for analysis. The associated order indicated that the equipment would not turn on. The processor pca (sn (b0(6)) was returned to philips for additional analysis. Available details indicate that the dfm100 processor pca had been replaced because the equipment would not turn on. A good faith effort was made to obtain additional information associated with this complaint evaluation and resolution, but there is no additional information available. The complaint was escalated for technical complaint investigation and the results indicate that the system-on-module (som) pca was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective som pca. The reported problem was confirmed. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that device doesn't turn on but only green led. Patient involvement information is currently unknown, patient impact has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.